Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Physician reportedly performed procedure to place the scs lead in the patient on (B)(6) 2011. The patient reported excruciating, intraoperative pain. The physician removed the lead and noticed cerebrospinal fluid present. The physician decided to abort the implant without a blood patch. Facility reportedly discarded the lead. Attempts to contact the physician's office for additional information have been made, and have been unsuccessful. No further information is available at this time.